Event description:
An individual was able to access the medication chamber with a syringe and needle and withdraw medication without leaving any signs of tampering. The device had been discontinued on the pt and not in service when the event occurred.